Event description:
On (B)(6) 2013, a doctor reported that a pt's legacy 3 implant had a failure approximately 2 years and four months after implanted due to an x-ray showing that there was a fracture in the implant.